Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there has been a noted drop in battery longevity over about two months. The battery depletion has been caused by high threshold on the right ventricular (rv) lead with high output. The left ventricular (lv) lead threshold is fluctuating. The output on the rv lead was reprogrammed. The rv and lv leads and device remain in use. No patient complications have been reported as a result of this event.